Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt reported for the last 3 or 4 weeks they began having to charge every 2-4 days, but previously had only needed to charge every sunday. Pt said they noticed their ins battery was in the red/low charge in shorter time span, and charging from that low had been taking 2-2.5 hours when showing 'good' quality. Pt mentioned they were told their new ins would take less time to charge than the old unit, but that hadn't been true for pt - agent reviewed information about charge duration/frequency. Pt also mentioned at the end of charging their ins today, they noticed the green flashing light had turned yellow and told them to reposition their recharger. Agent asked, pt said they do not turn stim off while charging. Pt tried to begin charging session again to see if the issue would repeat, but mentioned that the ins battery was at 100% and the controller battery was too low to initiate charging session. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue by meeting with a manufacturer representative (rep) for reprogramming or interrogation of ins.

Event description:
Pt called back and repeated information from this case about still experiencing longer ins charge times. Pt spoke to mdt rep. Via phone this morning about the issues. Pt noted they would see the "poor recharge quality" message. Agent reviewed best recharger placement and the pt confirmed they placed the recharger incorrectly over the ins. Agent had the pt initiate a recharge session to their ins with excellent quality. Pt noted the belt doesn't work for them because of the placement of their ins. Agent reviewed their external equipment was functioning as intended and showed the pt how to use the stimulation on/off button.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.